Event description:
It was reported that during a coil embolization procedure, a coil detached prematurely. The interlocking detachable coil detached prematurely when the physician tried to recapture it in another manufacturer's catheter. The coil was removed from the patient. An unknown number of coils were successfully deployed to complete the procedure. No patient complications were reported. Further information was requested but is not available.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trendign review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).